Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited the switch button 3 reacts on its own when the cord is bent strongly. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to temporary electrical contact failure that occurred by breakage of the sw-cable (switch cable) due to accumulated mechanical stress from excessive bending while handling and repeated use of the device. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU: ltf-s190-5 operation manual chapter 3 preparation and inspection states detection methods. As the event may have occurred by stress such as excessive twist or the like, it is recommended to the user facility to handle the device carefully as always - not only at procedure, but also at reprocessing and storage as well. It is also recommended that the user facility review the IFU for handling cautions such as ¿do not coil universal cord and video cable smaller than 12cm diameter. It may cause breakage.¿ olympus will continue to monitor field performance for this device.